Event description:
It was reported that a spectrum pump alarmed door not fully latched during biomedical testing. It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom door not fully latched. Evaluation found the force required to secure the door to be above expected levels. The device was reworked to correct this condition.